Event description:
Information was received that the ink of a smiths medical tracheostomy tube was noted to be wearing off on the kneck flange, making it difficult to read length and size. No ad verse effects reported.